Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Event description:
The event occurred on an unspecified date and involved a 25 cm (10") pur yellow smallbore ext set, 6-port nanoclave¿ manifold w/check valve, nanoclave¿, 4-way nanoclave¿ stopcock (red ring), rotating luer where it was reported there was a leak problem with 3 devices encountered over the summer. The exact dates are not known. No serious incident, there were no clinical consequences for a patient. There were no visible signs of malfunction, defects or problems with the devices before the incident. There was patient involvement, however, no report of patient harm. This report captures 3 devices due to no additional available information provided.

Manufacturer narrative:
#1) one (1) used. List #011-am6136, 25 cm (10") pur yellow smallbore ext set, 6-port nanoclave¿ manifold w/check valve, nanoclave¿, 4-way nanoclave¿ stopcock (red ring), rotating luer; lot #unknown. There was evidence of a prior leak at the connection of the manifold and the tubing during the incoming inspection, however, it wasn't replicated. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.